Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated the lead had high impedance. Surgical intervention took place wherein the system was explanted.

Event description:
Additional information was received indicating the explanted procedure did not occur in august as originally reported. The system was explanted on (B)(6) 2024.

Manufacturer narrative:
Explant date corrected to (B)(6) 2024.